Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2011.

Event description:
Health professional reported that two days after patient treatment with juvederm ultra with lidocaine in the lips, the patient presented with inflammation, erythema, hyperemia on the lips. On the third day, the inflammation became worst, and oral antibiotics were prescribed. The patient had 1ml of product aspirated on the fourth day and more antibiotics prescribed on the fifth day. Additional information: the patient was treated with oral therapies elequine, clarithromycin, lincomicina, dociciline, clindamycin and neosporin topically. The doctor notes that an intervention was given to treat the infectious process. Allergan's approach to compliance is to resolve all doubt in favor of reporting.